Event description:
A pt's family member reported experiencing inaccurate low results with a one touch ii meter. The pt's blood glucose results were meter 58 mg/dl and lab 178 mg/dl. Tests were done 20 minutes apart with a difference of 67% assuming the pt's strips are plasma calibrated. Pt did not experience any adverse events. The pt was using expired strips (exp date 11/2001), cleaning meter with alcohol a few times, in range with the checkstrip (94) 77-101. No control. No further info has been reported.